Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device would no longer open while on a vessel during a laparoscopic living donor nephrectomy. The tissue adjacent to the jaws was sealed and resected by another ligasure in order to remove the device. There was no injury to the pt.